Event description:
Additional information was received from the manufacturer representative reporting that there was no alert displayed on physician programmer screen after interrogating the ins. Everything seemed normal. The patient described that the charge was still very long. It was noticed that patient lost more than 50kg so it can be expected that the ins has moved impacting the charge efficiency. The patient uses 1200hz to be relieved. The patient stated that their ins has heated only once when they were sleeping. The patient fears that it will happen again so they switch off their ins when they feel that it may begin to heat.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead. Other relevant device(s) are: product ID: 977a260, ubd: 14-apr-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient uses hd parameters to be partially relieved. In (B)(6) 2019 the patient fell down and the lead moved a bit. After the migration the patient didn¿t feel the stimulation in their painful areas. For the past 15 days, the ins has been heating without any reason. For an example the patient woke up at night because of the heat induced by the ins. The charge stands for 3 to 4 hours with 8 black squares. The patient has to charge daily and has to lie on their stomach to allow the charge. It was noted that the patient had lost 53kg. Reprogramming was performed. The patient was advised to switch off the ins when it starts to heat. The impedance measurements were within normal range. The cause of the ins heating was unknown. No revision was performed recently and it was not planned to explant the ins at this time. The patient will be seen in january for a troubleshooting appointment. No further complications were reported or anticipated.